Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service received device and returned goods form from customer on (B)(6) 2018. After incoming inspection customer service noted that the device was involved in an incident. Customer stated: "while in a case the pressure dropped from 60 to 50 twice."